Event description:
Customer reports via phone that during an undetermined urology procedure, the system table failed and would not reboot. Customer reports the staff moved the patient to another room where the procedure was completed without further incident. Customer provided no further patient or procedural information, other than to say the patient is fine. No reported injury.

Manufacturer narrative:
Field service engineer (fse) troubleshot and found a bad cpu board in the table. Cpu was not turning on. Fse replaced the cpu and verified operation per checklist and returned the unit to full service.